Manufacturer narrative:
(B)(4).

Event description:
During pretest the cuff did not inflate. There was no patient involved.

Manufacturer narrative:
(B)(4). One sample was returned for evaluation. Visual examination of the returned sample showed no sign of any defect. The returned unit was inflated and it inflated without any issues. The returned unit was deflated and re-inflated / deflated three times without any restriction noted.